Event description:
Pt is reported to have developed a burn with blister on the chest and forearm, approx 1.5 cm x 1.5 cm and 1 cm x 1 cm respectively, following treatment with the anodyne professional unit, administered by a health care professional. The pt received medical intervention, which consisted of bactroban and dressings, and has healed.